Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 11/23/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in the replacement lens¿ lens case. A completed jjsv shipping guide, patient stickers, and additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During the follow up visit, the surgeon noticed the patient needed a diopter change. The original implant, tecnis monofocal intraocular lens (iol), was explanted from the patient's left (os) eye. The replacement lens is a same model, but a lower diopter. No additional surgical intervention required. Patient outcome was not reported. No additional information provided.